Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed a faulty transducer. Carefusion sent the customer a replacement part.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The customer stated they will not return the device.

Event description:
A customer reported to carefusion that their vela ventilator generated a "xdcr fault" (transducer fault) alarm and it could not be cleared. The ventilator was in use on a patient when the event occurred. There was no harm to the patient, associated with the event, reported to carefusion. The customer performed a calibration of the exhalation flow transducer, pressure turbine transducer and exhlation turbine transducer; the circuit pressure test failed while turbine differential and exhalation differential passed. The customer has alleged the main printed circuit board (pcb) was the cause of the failure.